Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm with a contained rupture. Vessel morphology was reported as severely angulated aortic neck. It was reported that the stent graft was inaccurately placed along with the severely angulated aortic neck resulting in partial coverage of the renal artery. The physician implanted a renal stent in the right renal artery. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Other (required secondary intervention).